Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an unspecified cardiac ablation procedure, an stsf ablation catheter was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Then, the physician infused contrast agent through the three-way stopcock; however, the hemostatic valve slipped out of the hard orange hub. The hemostatic valve did not break into pieces; however, the valve would not seal the sheath anymore and was wrapped around the ablation catheter. No blood return was observed and to the physician¿s knowledge no air entered the patient¿s body. The issue did not require percutaneous or surgical removal. The physician changed the sheath and finished the procedure without harm to the patient. The hemostatic valve dislodgment is an MDR-reportable issue.